Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Doctor was using the blade and patient was burned during hip arthoscopy procedure. The burn occurred around the portal area, it shows redness on skin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter remains in setup mode and scrolling through menu until arrow buttons are pressed. The issue was resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.